Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who was originally skin tested in november 1998 with negative results. The pt was first treated in 1999 with two formulations of product in the nasolabial folds, forehead lines and glabella. On or around the event date, the pt first complained of symptoms of inflammation, erythema, edema, and itching at all the treated sites. No symptoms were reported at the skin test site. On the event date the physician prescribed oral claritin, a medrol dos-pak and topical elocon cream. Slight improvement in symptoms was observed. On 3 days and 5 days after the event date the pt complained of continuing and intermittent flaring of symptoms. On 13 days after the event date, the pt reported the symptoms were worse. Oral allegra was prescribed on the next day. The physician diagnosed the symptoms as hypersensitivity related.